Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress. Clarification of the event description has been requested, however there has been no response received at the time of this report.

Event description:
Customer complaint alleges "during an initial use of the device the medical staff found that the product button was open/ or after a short while the light stopped working." There was no report of patient injury or consequence. Patient condition reported as "fine".

Event description:
Customer complaint alleges "during an initial use of the device the medical staff found that the product bottom was open/ or after a short while the light stopped working." There was no report of patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.